Manufacturer narrative:
Not returned to manufacturer.

Event description:
D-stat flowable was used during a patient procedure involving the removal of a perma catheter. Upon removal of the perma catheter, the physician injected d-stat flowable at the insertion site and into the subclavian vein. Soon after injecting the d-stat flowable, the patient arrested and expired.